Event description:
A malfunction alarm occurred, displaying malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance with resetting the pump, and the customer was advised to continue using the pump while contacting support again if any malfunctions recurred. No further issues were reported after the reset.